Manufacturer narrative:
Upon inspection of this mattress, the nylon cover delaminated from the inside out at the center of the mattress allowing for fluid to enter the foam of the mattress. A new mattress was delivered to the facility on (B)(4) 2014. This mattress has been quarantined until further investigation. A follow-up report will be submitted upon completion of the investigation and/or corrective action.

Event description:
Customer called in stating that they had a mattress that looked like it was delaminating.